Event description:
It was reported that the customer was hospitalized with high blood glucose. Her blood glucose was unknown at the time of reporting. She reported multiple alarms on her insulin pump, including battery out and no delivery. She also reported a bent cannula on her infusion set and kinks in her tubing. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.